Manufacturer narrative:
Sections with additional information as of 09-june-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with test results from results obtained of 62, 297 and 315 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 08/16/2024 and test strips were opened a few days prior to call. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set; customer stated all blood results were am results performed day of call): result 1: 62 mg/dl date: 1/13 time: 10:42 am fasting; result 2: 39 mg/dl control test; result 3: 37 mg/dl control test; result 4: 297 mg/dl date: 1/04 time: 11:15 am fasting; result 5: 315 mg/dl date: 1/04 time: 11:06 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.